Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 503452 implantable pacing lead 1998 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead developed low impedance in bipolar pacing configuration and (at an undetermined time) a switch to unipolar pacing configuration occurred. It was also reported that the impedance was now measuring low in unipolar pacing configuration. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.